Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope tested positive on august 05, 2025, for 28 cfu/1 00 ml of escherichia coli betalactamase of esbl type a, 70 cfu/1 00 ml of stenotrophomonas maltophilia and 300 cfu/100 ml of cellulosimicrobium species from the water control culture. The device was tested on august 22, 2025, for 500 colony forming units (cfus)/100 ml of escherichia coli, 200 cfu/100 ml of stenotrophomonas maltophilia and bacillus species, from the water control culture. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated information was added to h2, h3, h6 and h11: this report is being supplemented to provide additional information based on the third-party testing results, the device evaluation, and the complaint investigation. Despite good faith attempts, the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: instrument channel. Cfu: 4 cfu. Bacterial identification: priestia megaterium, priestia sp, sphingomonas paucimobilis. Sampling date: (B)(6) 2025 sampling from: suction channel. Cfu: 3 cfu. Bacterial identification: cellulosimicrobium sp. Sampling date: (B)(6) 2025 sampling from: instrument channel. Cfu: 1 cfu. Bacterial identification: cellulosimicrobium sp. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information.